Event description:
This is third report for similar lost pagers issue. At 02:09 am in morning one rn reported that she was sitting at philips central station, noticed the dramatic decrease in rhythm, but saw no red alarm, or flashing/blue background in the sector that shows the wave. She immediately left to attend to pt, and later reported that there was no brady alarm on her statview pager for that pt. Other rns reported that their pagers did not go off either.

Event description:
Add'l info rec'd from MFR 04/27/2004: MFR is in receipt of the above report and has determined that MFR is not the MFR of the reported devices.